Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with no issues. A reagent probe alarm was observed during a review of the alarm trace data. The field service engineer (fse) found that the range for the hba1c test had not been defined correctly. The fse set the correct range for the hba1c test. The customer calibrated and performed precision testing with acceptable results. The investigation did not identify a product problem.

Event description:
The initial reporter questioned the results for multiple patient samples tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) on a cobas 6000 c (501) module. The results were showing as whole results with no decimal places. It was found that the number of decimal places of the calculated ratio test was set at 0 instead of 0.0. The customer corrected the placement of the decimal and repeated patient samples that had been reported outside of the laboratory. Discrepant results were identified for 1 patient sample. The initial result was 6%. The repeat result after correcting the decimal placement was 6.7%. The repeat result was believed to be correct.

Manufacturer narrative:
The hba1c reagent lot number was 83940601 with an expiration date of 31-jul-2026.